Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5.

Event description:
Healthcare professional reported "birads benign finding. Rupture with formation of a posterior collection accumulated behind the implant and mild seroma". Later healthcare professional reported "pain, swelling, implant rupture, mild seroma". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Healthcare professional reported "birads benign finding. Rupture with formation of a posterior collection accumulated behind the implant and mild seroma". This record is for the left side. Device remains implanted.